Event description:
It was reported that a patient underwent a laparoscopic intra-peritoneal onlay mesh (ipom) placement to repair a ventral hernia on (B)(6) 2011. The mesh was fixated with protacks. The patient underwent a revision on (B)(6) 2011 due to a recurrent hernia. The mesh was found grown into the omentrum and not connected with the abdominal wall. The mesh was still partly fixated with protacks and partly not fixated any more but, the protacks used for fixation were still in place in the abdominal wall. The surgeon removed the mesh and protacks.

Manufacturer narrative:
(B)(4). Conclusion: photos and videos of the actual product were returned for evaluation. User error caused the event. The repair failed due to inadequate, failed fixation.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Hernia recurred. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.